Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were experiencing a shocking sensation at the generator site. The patient reported being awoken by the shocking sensation. They were advised to turn their device on (B)(6) 2026 (therapy suspended) off until their reprogramming appointment on 2026 (B)(6). It was possibly related to the device or therapy and not related to the implant procedure. The patient was reprogrammed on (B)(6) 2026. The issue was resolved without sequelae (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.